Event description:
While using syringe for drawing up individual doses of pfizer covid-19 vaccine it was noticed that there was a small about piece of what appeared to be black plastic or rubber loose within the syringe barrel. No other defects were noted with the syringe or operation of the syringe. The syringe was discarded. FDA safety report ID# (B)(4).